Event description:
The customer states that one pt sample generated an architect total b-hcg assay result of >5.0 miu/ml (negative). The pt's physician questioned this result and sent the pt to another lab two days later where a sample drawn and tested there generated a b-hcg result of 986 miu/ml (methodology unk). The pt was drawn again three days later and tested at the other lab and generated a b-hcg result of 119 miu/ml. The pt was drawn again four days later and tested at the other lab and generated a b-hcg result of 21.5 miu/ml. The customer states that controls have been reading within specifications on the architect analyzer. There is no further pt info available. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.